Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 12mar2021.

Event description:
The customer called into technical support (ts) reporting that the device is displaying error code alarm led failure. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the front bezel to resolve the reported issue. The unit passed required performance verification tests per philips standards.